Manufacturer narrative:
(B)(4).

Event description:
It was reported before the patient was discharged from the hospital, interrogation revealed decreased r-wave sensing and increased capture threshold. The lead was repositioned. New measurements were stable. The patient condition before and after revision was good.